Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd plastipak¿ concentric luer lock syringe was found with foreign matter as¿ syringes containing particles. The particles are within the fluid pathway.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: it has been received 1 sealed sample of 50ll lot 1710262 and 2 unused samples without blister of 50ll for investigation. Upon visual inspection of the sealed sample received, it can be observed a particle inside the syringe at the edge of the barrel. Upon visual inspection of the two samples received without blister it can be observed in one of them a particle inside the syringe on the stopper. No foreign matter can be observed in the other sample. DHR of lot 1710262 has been reviewed not finding any annotation or deviation regarding the alleged defect. Upon inspection at 10x it can be confirmed the particle of the sealed sample comes from stopper bag. Stoppers are supplied in plastic bags closed with clamps. During assembly process operator must open stopper bags by removing the clamp to feed the stopper feeder for assembly process. Stopper bag was opened by cutting the bag with a cutter instead of removing the clamp. This plastic particle resulted detached and it attached to the lubricated stopper without being detected. In accordance, we conclude that the root cause of the problem was related with human error. Training has been done to operators after these incidents regarding this issue. Upon inspection at 10x of the other particle detected in the second syringe, it can be confirmed it is a polypropylene fiber. This particle come from molding and transport processes. Assembly station of this manufacturing line has a blowing system for particles. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue. However, the incident is reported to area manager. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift -printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift -assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift -primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet 2.functional inspection -printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. -assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot -primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot investigation conclusion: upon inspection at 10x it can be confirmed the particle of the sealed sample comes from stopper bag. Stoppers are supplied in plastic bags closed with clamps. During assembly process operator must open stopper bags by removing the clamp to feed the stopper feeder for assembly process. Stopper bag was opened by cutting the bag with a cutter instead of removing the clamp. This plastic particle resulted detached and it attached to the lubricated stopper without being detected. In accordance, we conclude that the root cause of the problem was related with human error. Training has been done to operators after these incidents regarding this issue. (See attached pictures) upon inspection at 10x of the other particle detected in the second syringe, it can be confirmed it is a polypropylene fiber. This particle come from molding and transport processes. Assembly station of this manufacturing line has a blowing system for particles.